Manufacturer narrative:
Device evaluation completed on (B)(6). 2020: during the visual examination of the sample, a tear on the anterior view was noticed, measuring approximately 0.7 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear in anterior view at a junction at the patch and shell. Microscopic examination was performed, and the cause of the tear could not be identified. Per the instructions for use (IFU), iatrogenic events inadvertently induced by a physician or surgeon, or by medical treatment or procedures, may contribute to premature implant failure. Included among these types of events is the reuse of single-use breast implants. Also per the IFU, reuse includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. The established shelf life of the device is compromised and thus null and void if compliance with the single use only indication is not followed. Sterility, safety, and efficacy cannot be assured for damaged devices. Therefore, this device was used in an off label manner. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical interventition, deflation, wound dehiscence, off label use. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast reconstruction primary with mentor cpx 4 breast tissue expander with suture tabs, 550cc breast implants which the health care professional reported that the patient was experiencing small wound opening, and as a result of wound, doctor washed it out with antibiotic. The left side expander was deflated and noticed by the patient on (B)(6) 2020. As a result, patient had the expander removed and replaced with cat#: 3549214, sn#: (B)(4) on (B)(6) 2020. The patient did not experience any accompanying symptoms fully recovered. No expander on the right side. Note. The device was filled 500cc at the time of deflation and eight subsequent fills was performed by the physician.